Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and as of the moment the insulin pump was not working at all. The customer's blood glucose level was 90 mg/dl at the time of the incident. The customer reported that they were unable to describe the possible damage to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating current, a21 error, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to motor error alarms.